Manufacturer narrative:
The associated 2.0/2.7mm double-ended drill guide was not returned for evaluation. However pictures were provided which confirmed the stated failure mode. The tip of the device has broken off. The drill guide was manufactured in 2015. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the end of the screwdriver snapped off when inserting a screw. No more information provided yet. No injuries or delays reported.